Manufacturer narrative:
(B)(4). One used set was received with no cap on the spike and no cap on the patient connector. The set was visually inspected and it was noted that the tip of the spike was bent inward. No other visual defects were noted. The complaint was confirmed in the lab. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that the spike had broken in the clean flash. The patient tried to complete the process manually but without success. The patient moved the shuttle of spike many times. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.